Manufacturer narrative:
This device was not returned for analysis; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead self retracted within 24 hours of implant, resulting in an increase in the impedances from 700 to 1550 ohms and high capture thresholds (increased from .6@.4 ms to 3.5@.7ms). Subsequently, surgical intervention was performed to explant and replace this lead. No additional adverse patient effects were reported. This lead is expected for return. Additional information: this device was expected for return; however, it has not been received. Should the device be received, a supplemental report will be provided and will include device technical analysis.

Event description:
It was reported that this right ventricular (rv) lead self-retracted within 24 hours of implant, resulting in an increase in the impedances from 700 to 1550 ohms and high capture thresholds (increased from .6@.4 ms to 3.5@ .7ms). Subsequently, surgical intervention was performed to explant and replace this lead. No additional adverse patient effects were reported. This lead is expected for return.